Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. Upon reaching the lesion, the guide catheter was backed out a bit to adjust the placement of the stent however, everything got backed out of the vessel. Upon removal of the device, it was then noted that one of the stent strut was pulled up. The procedure was completed with a 3.50 x 38 promus premier stent. No patient complications were reported and the patient's status was fine.